Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse reported the unit was experiencing excess bubbles in the wash lines and rotary and injection valves. The fse replaced the seals and stator face, syringes and sample needle. All calibration and controls came in right on mean. The customer successfully ran patients the patient comparisons were within range. The fse followed up the next morning and all calibration and controls were in range and the customer was running patient samples. The engineer stayed onsite for a while to monitor with no issues. The g8 was working as intended. No further action required by fse. The probable cause of the event was a leak in the valves seals, causing excess bubbles in lines.

Event description:
On (B)(6) 2016 a customer reported lack of correlation between quality control and patient with their g8 analyzer.. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.